Manufacturer narrative:
The lot was manufactured november 10, 2017 ¿ november 14, 2017. The device was received for evaluation. A visual inspection was performed and found the blue winged luer cap detached from the luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap was not connected to a small volume intermate. The reporter stated that the cap was loose in the bag. This was observed by the pharmacy technician prior to filling the device. There was no patient involvement. No additional information is available.